Manufacturer narrative:
Discrepant results for an additional patient sample were provided (patient 2). Patient 2 was tested 4 times for vitamin d total iii, and the results were 195.8 nmol/l, 69.1 nmol/l, 192.2 nmol/l, and 68.9 nmol/l. The exact date of testing was not provided. The investigation is ongoing.

Manufacturer narrative:
The analyzer serial number is (B)(6). The qc recovery data provided was within specification. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys vitamin d total iii results for 3 patient samples on a cobas 6000 e601 module. The customer provided an example of discrepant results for 1 patient sample. The customer stated that the initial results were >200nmol/l and the repeat results were <50 nmol/l. Sample 1 had an initial result of 201.6 nmol/l. The repeat result was <15 nmol/l. The sample was repeated again and the result was 18.26 nmol/l.